Manufacturer narrative:
A review of the dataset provided showed that the CT value for run (B)(6) is delayed and indicative of a sample new the test's limit of detection (lod). It can also be seen that an out-of-range CT value was generated for run (B)(6) which further supports that this sample has a viral load near the lod. No product problem was identified. Samples with a viral concentration near the test¿s limit of detection (lod) may generate wavering results. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result with the cobas® liat® sars-cov-2/flu test on the cobas® liat® system for a validation study. The customer reported that a previously positive result sample was tested with the cobas® liat® sn (B)(4) for a validation study, generating sars-cov-2 negative. The same sample was retested on two other cobas® liat® were sars-cov-2 positive. The results of the validation test were not reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer¿s allegation.